Event description:
A daughter reported that her mother previously used renu with moistureloc multiple-purpose solution, and had experienced bilateral light sensitivity, swollen eyes and eye pain. The pt's primary eye care doctor reported that in 2006, the pt presented with corneal abrasions. He stated that the pt had gotten something into her right eye the night before. The pt was prescribed ciloxan ointment (twice per day). She never returned for her following up visit. Four days later, the pt presented to an eye care specialist with a corneal ulcer in her left eye. Initially, the pt was treated with ciloxan. Three days later, the pt presented with two corneal ulcers. The pt was treated with ciloxan and pred forte. The doctor noted that the corneal injury did not penetrate bowman's membrane and there is no residual scar. Additionally, there was no permanent decrease in visual acuity. A second eye care specialist reported that he diagnosed the pt with keratitis. She had been under treatment for several weeks prior to him seeing her. He treated the pt with zymer and pred forte, to which the pt responded well. Thirty-five days later was the pt's last visit. She had some stromal haze that will lead to scarring, but not in the central optic zone. The pt had not experienced any decrease in visual acuity. It should be noted that no scraping was taken from the pt's cornea. However, the pt had her lens case tested and the results were positive for fusarium.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.